Event description:
It was reported the web sl device was used to treat a middle cerebral artery (mca) bifurcation aneurysm. The case went extremely well and done in less than an hour. Femoral access was normal and navigation to the left ica and mca was no issue. The web was deployed with no issue. The average width was 4.0 and height was 4.7. The patient was kept on dapt post procedure even though it was not recommended by the proctor because there was no parent vessel protrusion. In a follow-up with the physician, it was reported that the patient presented one week later with a temporal lobe hemorrhage. The reason could not be pin pointed. It is unknown if any treatment was done to treat the hemorrhage. The patient is doing fine with slight aphasia that the physician expects to subside.

Manufacturer narrative:
The device was implanted in the patient and is not available for return. Additional information was requested but not received. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.